Event description:
It was reported that the pt's stimulation could not be adjusted because the upper limit had been reached. The healthcare professional confirmed pt symptoms of lack of effect and no stimulation. The hcp removed the limit on the device but still could not increase the limit with the pt programmer. Using another pt programmer encountered the same result. The custom limit function was then used to increase amplitude limit with success. It was noted that impedance measurements showed >4000 ohms on some of the bipolar pairs, but hcp was going to re-run the test with higher test default values. No pt injuries were reported.

Manufacturer narrative:
(B) (4)